Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7074687. Additional pro code: qrb.

Event description:
It was reported that the patient experienced a loss of efficacy. High impedances were observed on the spinal cord stimulator (scs) lead. The patient stated that they had slipped and fell while coming out of the shower and then started to experience the loss of efficacy. Reprogramming was performed and initially the patient was getting reasonably good coverage. However, the patient then underwent a procedure where the scs lead was removed and replaced. It is unknown which one of the two implanted leads was the one that was removed and replaced. Post operatively, the patient had full coverage again. The explanted leads will not be returned as they were disposed by the hospital.